Event description:
On (B)(6) 2015 tosoh bioscience, inc. Was notified that on (B)(6) 2015 vitamin d results were reported that were determined to be incorrect. The qcs were all within the acceptable target range. It was noted that the vitamin d issue always occurred on the second day of use of the pre-treatment (pt) solution. The fresh pt was being used for 12 hours on board the analyzer, however the stability claim is only for 6 hours, so the reagent stability was being exceeded. Root cause: operator error. Reagent stability exceeded.